Manufacturer narrative:
Reports provided by the end-users family member claim as the end-user was utilizing the device while in their garage, they were attempting to light a wood burning stove using a propane torch normally used for weed control. Reports indicate the end-user had lost their grip of the torch handle, dropping it in their lap which subsequently ignited the end-users clothing. Reports indicate the end-user was transported to the area burn center where they eventually succumbed and died after suffering 3rd degree burns to over 85% of their body. All accounts received claim this unfortunate incident was strictly use error and the device did not deviate or malfunction in any way to have contributed to this event. As the result of the external thermal activity, the device sustained considerable damages rendering it inoperable. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming as the end-user was attempting to light a wood burning stove with a torch, they inadvertently dropped the torch in their lap subsequently igniting their clothing. End-user was reported to have sustained grave injuries as a result.